Event description:
Reportedly, the autothreshold didn't work properly: the result was 3,5v when the manually measured threshold is 0,5v. The autothreshold function has been switched off.

Manufacturer narrative:
There are two options to avoid ventricular pacing at 3,5 v (safety amplitude): 1. Upgrade of the device with the embedded software v2.7; that will solve 1/3 of the ¿interrupted¿ rvat for this subject device 2. Programming of the safety amplitude to 3 v since all the measured v threshold s are below 1 v; it can also be a combination of the 2 options.

Event description:
Reportedly, the autothreshold didn't work properly: the result was 3,5v when the manually measured threshold is 0,5v. The autothreshold function has been switched off.